Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she attempts to program a bolus using the bolus wizard, but it will not allow her to proceed after enter 0 for food. The customer's last blood glucose reading was 442.mg/dl. The customer called back and reported that her blood glucose meter was over 600mg/dl, but the device won't allow her to have any insulin. The caller stated that she fell and after that her glucose level was high. Then the customer changed the infusion set in the morning because she believes that the needle may have bent over. The customer stated that she went to the emergency room the night before to have them check her knee, but the orthopedic doctor won't see her until her glucose level come down. The customer felt tired, drowsy, and real thirsty. No further information was provided.